Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that inappropriate therapy due to low sensing was observed. Dislodgement was suspected. The lead was explanted.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.